Event description:
It was reported that the pulse generator would not pace on the ventricular lead. The lead was revised and the device still would not pace. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.